Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the high volt coil of the lead was damaged during the implant procedure. The superior vena cava (svc) coil was stretched and pulled loose while putting it through several safe sheaths. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.